Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt went to recharge on saturday and the recharger (rtm) accidently got shifted and pt looked at the controller and it showed software problem message. Pt could not turn the controller on or off, the screen did not let them do anything. Pt did not know what error code it was because now the screen was blank. Instructed pt to take the battery out, plug the controller in the wall and put the battery back in. Software message no longer appeared, and pt confirmed the controller powered up and was recharging from the wall. Controller showed memory problem. Pt clicked ok before finishing setting up the date. Pt was not able to unlock the controller as the touch screen did not work. Had pt press the implanted neurostimulator (ins) on/off button and pt was able to connect. Instructed pt to go in the menu to finish updating date and time. Pt then somehow changed the language and had a hard time going back to english as the touch screen was not working. Pt eventually was able to change the language. Pt was not able to update the date due to touch screen issue. Since the replacement controller would 'jerk' sometimes. Clarified with pt it was controller vibration. Reviewed how to go in the menu and turn 'vibration' setting on the controller off. Controller charge was in red. Instructed pt to keep charging the controller. Pt also could not close the controller door. A replacement controller was requested.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient . Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 programmer (serial number (B)(6)) revealed that the rtm system connector pins were broken and not available. The lcd was broken/damaged and not available. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.